Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized and thump to download history files and traces. Critical pump error (open book image) alarm was triggered by a pump error 55 fatal alarm confirmed in the history file or traces on 09/08/2024 10:05:23.000. Pump error 55 alarm generated on main mcu since the factory parameters crc was not valid due to hardware error (line number 672 file number 39). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), label damage (stained) and battery tube threads - cracked. Critical pump error (open book image) alarm confirmed due to pump error 55 alarm. Pump error 55 alarm confirmed due to hardware error. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed and found damage on the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886l was requested and the device was returned for analysis.